Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure and procedure got delayed. Procedure was completed by restarting the system. Field service engineer (fse) inspected the system onsite and confirmed that the system was not able to produce exposure. A review of system log file found that rotor controller was defective. Fse replaced the rotor controller. After replacement of rotor controller, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system will not expose and gives an error of ¿low load flavor¿. The system as in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the dual speed rotor control. The fse replaced the dual speed rotor control and returned the system to use in good working order. Philips has started an investigation of this complaint.